Event description:
(1/2, reference (B)(4) for related complaint). (Documenting 1 of 2 cadd cassette) of customer report: (B)(4). Batch - unknown. No injury. It was reported that the machine alarmed once to ail. Patient changed the cassette and the line, however after an hour they check the line, after bubble control and noticed new bubbles. The machine didn't alarm. "Cassette is clear like before". Issue identified after reconstitution during administration.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Ten pictures were reviewed and evaluated. Results: picture one to picture six show a cassette product in decontamination process. Picture seven shows a plastic bag with cassette samples. Picture eight to picture ten show a cassette product from the reported batch. Samples received: the sample received consists of one cassette product. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection: the samples were visually inspected at a distance of 12 in to 16 in under normal conditions of illumination to detect samples conditions that could cause functional issues. Results: the samples were received without the blue clip, no damage, kinks or any discrepancies affecting its functionality were found. Accuracy test: the samples received were connected to the pump and to another device to look for unusual functions. Results: the samples could be connected without problem; samples passed the test. Functional testing: the samples were filled with 100 ml of water; the samples were connected to the pump to look for unusual functions. Results: the samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. No air bubbles were detected during the test process. The reported complaint was not confirmed. No root cause was determined due to the complaint was unable to be confirmed.